Event description:
It was reported that the ins was explanted and replaced because of loss of stimulation/therapeutic effect. There were high impedances of greater than 4000 at 3 electrodes except the 3rd. During the or the physician did a direct stimulation with the external stimulator via the screws of the ipg to determine the problem of the high impedance. There was a good motor response (bellows) via all screws (except 2), so it was concluded that there was nothing wrong with the leads. It was noted the battery was 7 years old. Review of the print out noted: ins was switched off , percentage used 47%. And battery status ok. Regarding ins interrogation it was noted that the ins was interrogated before and after explant with same measurements before and after. It had been noted that the print ou ts showed that the ins was switched off; this could have happened at the last session on the (B)(6) january. On the (B)(6) follow up was scheduled for the revision on (B)(6). It was believed there was something wrong with the battery. At time of reporting, the patient was alive with no injury.

Manufacturer narrative:
Final device analysis for the ins revealed no significant anomaly. It was functioning okay.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.